Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their television goes off whenever they enter the room and they believe there is interference. The device is still in use. No patient complications have been reported as a result of this event.